Event description:
Kimberly-clark received a report from (B)(6) stating, " the distal portion of tube (inside bumper) detached from tube during removal. A second procedure was performed to remove the separated piece." There was no reported long-term patient impact.understand there has been no long term patient impact kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned and did not include the strap that shows the lot number. Visual examination indicates the molded head, secure lock ring and tube exhibit a slight yellow discoloration. The detached "bumper" was not returned with the sample. The distal end of the tube was viewed under magnification, and the end appeared to be torn due to excess force. The current instructions for use includes a caution statement indicating that the 14 fr peg tube should be removed using endoscopic methods rather than pulling the tube/bumper through the stoma. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.